Event description:
It was reported that a pump had a cracked and shattered touchscreen, making it unresponsive and illegible for use. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, instructed the customer to use multiple daily injections as a backup therapy, and guided them through putting the pump into storage mode. The pump was used as a demo pump. They also confirmed the details for returning the problematic pump via a pre-paid label within ten days.